Manufacturer narrative:
The user facility submitted medwatch 0700220000-2023-8050 for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set had two small punctures in the tubing causing a leak. This occurred during patient infusion with total parenteral nutrition (tpn). The tubing line was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.